Event description:
The customer reported that a pt in ICU expired, and a request was made to review log data for the time surrounding the incident.

Manufacturer narrative:
The customer reported that a pt in ICU expired and a request was made to review log data for the time surrounding the incident. The customer stated the device was not a factor in the death and no delay in treatment occurred. They were simply trying to review the alarms that were provided. Log data was reviewed with the customer and while alarms were provided, and no silence indicators were present, the customer stated that they routinely do silence from the bedside, which explains why no entries for alarm silencing were found as "silence" indicators are not logged unless the user silences from the central. The IFU adequately describes alarming and acknowledgement of alarms. The available info supports that there was no device malfunction or user error. No further investigation is warranted.